Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being difficult to connect to the battery clips and the patient cable was confirmed. The system controller, serial (B)(6), was returned for analysis. Visual inspection revealed damage to the white power cable connector nut threading. Upon connecting the controller to a mock loop there was observed resistance when connecting the white power cable connector nut. Despite the observed resistance, with increased force the power cable was able to be fully threaded. The system controller passed all functional testing and operated as intended throughout analysis. The observed damage to the white power cable connector nut threading did not affect functionality. A root cause for the reported connection issue was due to the damaged threads in the white connector nut; however, a root cause for the damage cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being difficult to connect to the battery clips and the patient cable was not confirmed. The system controller, serial (B)(6), was not returned. The provided information indicated that the controller power cables were difficult to screw to the battery clips and patient cable. The connection was correct but it was more difficult than normal. The controller was consequently exchanged and the issue resolved. There were no pictures or additional documents provided. The instructions for use (IFU) states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. Additional information provided on 18jan23 stated that the controller was shipped to abbott; however, a review of the tracking information indicates the product was lost in transit. If the controller is returned at a later date the investigation will be reopened an evaluated accordingly. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The issue resolved following the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the white power cable from the system controller was difficult to connect to the battery clip and the patient cable. The connection was correct but it was difficult to screw. The system controller was exchanged.